Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) with a .014 guidewire stuck inside of the device. The outer shaft, middle shaft, inner sheath and the remainder of the device were checked for damage. The outer shaft was kinked at the nosecone. The stent was not returned. The guidewire that was frozen in the device was protruding out of the tip approximately 21cm, and protruding out of the proximal end of the device 123cm. The handle was opened to visually inspect the proximal inner shaft for prolapsing which could cause a guidewire to stick in the device. There was no prolapsing present. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery (sfa). A 6 x 80 x 130 innova stent was advanced to the distal part of a previously implanted non-bsc stent in the sfa to treat the lesion. However, after stent deployment, the stent delivery system became stuck with the non-bsc guide wire upon removal. Both the guidewire and the delivery system were removed together from the patient's body as one unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.